Event description:
It was reported that during testing conducted at the manufacture facility there was no rotation to the pinch valve and no output to the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.